Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with either button press or test strip insertion, and subsequently he experienced loss of consciousness. However, no further information was gathered as call dropped, and attempts to contact customer again were unsuccessful. There was no report of death or permanent injury associated with this event.